Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. The rep reported that they were calling from the operating room (or) and that the patient was receiving the permanent implant after doing the stage two trial. The rep stated that they were having telemetry issues when the implantable neurostimulator (ins) was in the pocket. The rep noted that they were able to communicate with the implantable neurostimulator (ins) outside of the pocket but there was no telemetry with the ins in the pocket. It was indicated that the impedances were good, and the pocket was superficial. The physician then pressed the telemetry head on the pocket over the ins and was able to get telemetry. Possible interference was discussed, and it was noted that the issue was most likely interference from or electromagnetic interference (emi). No further complications were reported or were expected.